Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 8.9-10.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.4-9.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was explanted and replaced. The patient was in stable condition following the procedure.